Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples were provided for evaluation. One sample was attached to a main line from another manufacturer, and the other sample had a teva adapter attached to the distal caresite valve. The valves of both samples were accessed with a luer lock syringe, the pistons of the valves were noted to return after being accessed. Cracks were noted to be present on 1 valve. One sample was attached to a mainline IV set and had an alcohol cap attached to the proximal caresite valve. Crack was noted on the distal caresite valve threads. Sample 2 had a teva adapter attached to the distal caresite valve and a crack was noted on the same valve that had the teva adapter attached. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the root cause of the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: methotrexate infusing. Chemotherapy noted to be leaking from cap of ext set. Ext set needed to be removed during therapy. No injury reported.